Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ('left perforated tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid operation in (B)(6) 2020, hyperthyroidism, hernia repair, multigravida and parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), musculoskeletal pain ("continuous muscle and joint pains"), abdominal discomfort ("stings and twinges both sides of the lower abdomen") and abdominal pain ("stings and twinges both sides of the lower abdomen"). The patient was treated with surgery (removal of tubes and implants). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, musculoskeletal pain, abdominal discomfort and abdominal pain outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, fallopian tube perforation and musculoskeletal pain to be related to essure. The reporter commented: the device removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Most recent follow-up information incorporated above includes: on 9-sep-2020: the ptc number was provided. Essure device removal questionnaire received. Information added: reporter information, patient's demographics, height, weight and patient's medical history, concurrent conditions, the adverse events: continuous muscle and joint pains, stings and twinges both sides of the lower abdomen and fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ('left perforated tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid operation in (B)(6) 2020, hyperthyroidism, umbilical hernia repair, multigravida and parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), musculoskeletal pain ("continuous muscle and joint pains"), abdominal discomfort ("stings and twinges both sides of the lower abdomen") and abdominal pain lower ("stings and twinges both sides of the lower abdomen"). The patient was treated with surgery (removal of tubes and implants). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, musculoskeletal pain, abdominal discomfort and abdominal pain lower outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, fallopian tube perforation and musculoskeletal pain to be related to essure. The reporter commented: the device removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2020: quality-safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('removed essure implants') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.